Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain, fever, vomiting and cloudy effluent. The same day the patient began treatment with intravenous injection vancomycin (1 gram, stat dose then once every fifth day). The following day, the patient was diagnosed and hospitalized and for the peritonitis event. The cause of the peritonitis was unknown. The same day as hospitalization, the patient began treatment with intraperitoneal (ip) injection meropenem (1 gram, once a day) and ip injection ceftazidime (1 gram, once a day) for peritonitis. The vancomycin and meropenem were prescribed for a 14 day course. At the time of this report, the patient remained hospitalized, antibiotic treatment was ongoing and the patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.